Manufacturer narrative:
The hill-rom technician found the brake and steering casters were bad for this device. The technician alo found both brake pedal brackets were loose from the frame. A search of the hill-rom maintenance records showed hill-rom performed any other preventative maintenance on this bed. The technician replaced the brake/steer casters and pedal brackets to resolve the issue. Based on this information, no further action is required.

Event description:
Hill-rom received a report from a hill-rom technician stating the brakes would not hold the bed was located at the account on the 6th floor. There was no patient user injury reported.